Event description:
A pump alarm was reported, specifically alarm 20, during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with the assistance of technical support but was unsuccessful due to the recurring alarm. As a result, it was decided that the pump would be replaced, as it was still under warranty. The caller had no backup therapy available and planned to contact their healthcare provider. Technical support provided instructions to the caller on how to put the pump into storage mode and instructed them to return the malfunctioning pump using a pre-paid label within ten days, which the caller understood.